Event description:
The technician alleged that the bed had no electric or manual functions. The battery light was illuminated. No injury reported.

Manufacturer narrative:
The technician found the weigh frame board was inoperative. The technician replaced the weigh frame board to resolve the issue.